Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches on display screen that affects ability to read the screen. The customer¿s blood glucose level was unknown. Customer stated insulin pump had diminished battery life and rejects new batteries. Customer also stated insulin pump louder during rewind. Customer reports buttons harder to press. The insulin pump will not be returned for analysis.